Event description:
At the beginning a laparoscopic assisted vaginal hysterectomy, a segment at the end of the trocar sleeve was fractured during the first puncture. The fracture was caused by the sharp trocar point.